Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that her son experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer also stated that the insulin pump had pump error drive count/time values or changes incorrect for moving. Customer reported that they were able to clear the alarm and able to rewind the pump. Customer was assisted with performing displacement test. Test was passed. Customer declined to trouble shoot high blood glucose. The insulin pump will not be returned for analysis.